Event description:
Facility reports that the pd extension get has pin holes in it. Pt now has peritonitis and has been treated with antibiotics (ancef 250mg qid x4 weeks via ip). Samples is available for evaluation. Culture results-staph auerus.